Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated that there was fluid leaking out of the door. Pt stated that she could not determine if there was a puncture on the tubing set. Pt was able to complete treatment and had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.